Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was alarming motor error, motor position encoder error, and motion sensor test failure. The customer's blood glucose was 353 mg/dl. Troubleshooting was performed and no anomalies were noted on the drive support cap. The displacement test was performed and the device continued to alarm motor error. The customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for analysis.